Event description:
It was reported that the device reached eri prematurely. Last remote check for the device showed 6.3-7.3 years in september 2015. When patient presented to the clinic no communication could be established and no pacing output. Patient is not pacemaker dependent and was asymptomatic. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.